Event description:
It was reported that during a lap cholecystectomy procedure, the clips were scissoring and ejecting clips. They completed the procedure with a competitor's device. No pt consequences reported. No returned device.

Manufacturer narrative:
(B)(4). Info is unavailable; device was not returned for evaluation.